Manufacturer narrative:
On june 4, 2021, mentor received additional information indicating that an ultrasound the patient took on (B)(6) 2020, found a benign appearing right axillary lymph node, measuring 1.9 x 0.7 x 1.5 cm. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and or reoperation: n/a manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone primary breast augmentation with an unspecified mentor saline breast prosthesis on the right breast, suffered right breast pain and spontaneous right breast implant deflation, post procedure. The deflation was diagnosed via mammography. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.